Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On the same day as being diagnosed with the peritonitis, the patient was admitted to the hospital for the event. Nine days later, the patient was transferred to another hospital. On unreported dates, the patient was treated for the peritonitis with two different types of antibiotics (not further specified), however, neither were working; further described as the patient was not responding to them and the infection was spreading. On an unreported date in the month, two months prior to the peritonitis diagnosis, the patient had stopped home dialysis, due to an unspecified infection, and was only doing hemodialysis once a week in-center. Subsequently, the patient passed away and the cause of death was reported to be peritonitis. Hemodialysis was ongoing until the time of death. No additional information is available.